Event description:
The customer reported to olympus, the colonovideoscope had a head gasket defect. The device was returned for evaluation. During the initial device evaluation, the following reportable malfunction was found: foreign material found in air/water nozzle and the forceps/instrument channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: deterioration on the suction cylinder and the insertion tube due to stress during reprocessing, the angle wires become stretched, gap of adhesive on bending section cover and damage on the control section. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: cf-ez1500dl/I operation manual chapter 3 preparation and inspection cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.